Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella cp support for postcardiotomy cardiogenic shock / low cardiac output syndrome. While on support, the pump was had positioning issues with no specified resolution reported. The patient continued on support until the device was explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.